Event description:
Patient care technician (pct) was assisting the patient in getting washed up. His wife was present. She helped the patient to stand up with his crutches, and once he had his balance, she cleaned his bottom. The patient said he was able to take care of the front of himself. At this time the patient had been standing for about 4 minutes, and didn't seem to have any balance issues, so the pct turned her back to give him some privacy. She was moving some discarded linens when the patient's wife cried out, "he's falling," and the pct turned to see the patient fall to his right and fall backward. She was able to brace his shoulders and head from hitting the ground. His right crutch was bent. The patient said that he wasn't hurt. It appeared that one crutch bent and the patient fell. Weight limit of crutch is 300 pounds.the reporter indicated they have no previous similar incident. She believes the patient was returned back to bed and they finished his bath in bed. The part of the crutch that bent was the near the I-beam, near the area where the patient would place his hand. The metal discolored where the crutch bent. The patient was (B) (6) in height and was not trained in the use of this device. He trained on the use of the walker.